Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. However, without receipt of the electrode pads, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.